Event description:
It was reported that unit "froze" while delivering therapy to the pt. Vent began to "screach" internally and very loudly with audio alarms and went to standby mode and shut down air delivery. Vent would not turn off or resume ventilation therapy. Please note there was no serious injury or death in this incident.